Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that patient was being referred to a neurosurgeon for replacement of leads. The replacement had not happened yet and no future date was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient called the rep saying that they could not feel stimulation after their surgical revision on (B)(6) 2017. The rep saw the patient on (B)(6) to interrogate the device. It was found that the #7 electrode was out of range on. The rep reprogrammed the patient and took that lead out of the equation and they felt stimulation in the area needed at 1.8 amps. No further complications were reported. The issue of no stimulation was resolved at this point.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v125156, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-33, lot# v129468, implanted: (B)(6) 2008, product type: lead.

Event description:
The consumer reported via the manufacturer representative that they were unable to feel paresthesia. The patient denied any falls or other slips that may be related to the issue. The patient was unable to get paresthesia and impedances showed all out of range at .7, but at 3.0 impedances were bad on contacts 2 and 5. There was still no paresthesia when attempting to program without them. The issue was not resolved at the time of the report. Surgical intervention was planned but had not been scheduled. The indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.